Event description:
It was reported that during a laparoscopic esophagectomy, the jaws did not open at about the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a clip loaded in the jaws. The clip was manually removed to test the device for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during two consecutive firing sequences causing that the jaws remained closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The three remaining clip was conforming according to our manufacturing specifications. In addition the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.